Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent initial implant surgery, however, experienced device migration. Imaging confirmed device migration. Surgery to reposition occurred on (B)(6) 2025.

Manufacturer narrative:
Corrected information: section d4, h.4. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. It is confirmed that the electrode was initially fully inserted and is believed to have migrated from the cochlea. The recipient was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.